Event description:
It was reported that this patient received a notification that their pacemaker was not monitored remotely. Technical services (ts) was contacted for troubleshooting and noted that the device was operating in safety mode, which permanently limits device function. Ts referred the patient to their health care professional (hcp) for further follow-up. As a result of the safety mode, further interrogation was not available, and ts recommended urgent device replacement. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this patient received a notification that their pacemaker was not monitored remotely. Technical services (ts) was contacted for troubleshooting and noted that the device was operating in safety mode, which permanently limits device function. Ts referred the patient to their health care professional (hcp) for further follow-up. As a result of the safety mode, further interrogation was not available. Ts recommended urgent device replacement. This pacemaker remains in-service at this time. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that critical therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that this patient received a notification that their pacemaker was not monitored remotely. Technical services (ts) was contacted for troubleshooting and noted that the device was operating in safety mode, which permanently limits device function. Ts referred the patient to their health care professional (hcp) for further follow-up. As a result of the safety mode, further interrogation was not available, and ts recommended urgent device replacement. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. The device is expected to return for analysis. Subsequently, the device was returned for analysis.